Manufacturer narrative:
Product analysis: the controller ((B)(4)) and six batteries ((B)(4)) passed the visual inspection and functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the controller ((B)(4)) and six batteries ((B)(4) passed the visual inspection and functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller (con307446) and six batteries (bat581292, bat581289, bat581291, bat581290, bat581293, bat581294) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned controller and batteries passed visual inspection and functional testing. Analysis of data files revealed power switching events due to communication errors involving bat581291, bat581293 and bat581294. Additionally, power switching events due to momentary disconnections were recorded involving bat581289 and bat581293. Analysis of alarm log file revealed critical battery alarms due to communication errors involving bat581289 and bat581292. This was most likely perceived by the patient as the reported ¿red alarms¿. As a result, the reported power switching, and alarms were confirmed. The reported loss of power could not be confirmed. The most likely root cause of the power switching events can be attributed to communication errors and momentary disconnections. The most likely root cause of the critical battery alarms can be attributed to communication errors. Other devices involved in this event: battery / bat581292 / model#: 1650de / expiration date: 2018-06-30 / device evaluated by MFR: yes / (B)(4). Battery / bat581289 / model#: 1650de / expiration date: 2018-06-30 / device evaluated by MFR: yes. (B)(4). Battery / bat581291 / model#: 1650de / expiration date: 2018-06-30 / device evaluated by MFR: yes. (B)(4). Battery / bat581290 / model#: 1650de / expiration date: 2018-06-30 / device evaluated by MFR: yes. (B)(4). Battery / bat581293 / model#: 1650de / expiration date: 2018-06-30 / device evaluated by MFR: yes.(B)(4). Battery / bat581294 / model#: 1650de / expiration date: 2018-06-30 /device evaluated by MFR: yes. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery / (B)(4) / model #: 1650de / expiration date: 2018-06-30 / (B)(4), device available for evaluation?: yes, return date: 2017-11-13. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-06-30. Labeled for single use? No. (B)(4). Heartware ventricular assist system - battery / (B)(4) / model #: 1650de / expiration date: 2018-06-30 / (B)(4), device available for evaluation?: yes, return date: 2017-11-13. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-06-30. Labeled for single use?: no. (B)(4). Heartware ventricular assist system - battery / (B)(4) / model #: 1650de / expiration date: 2018-06-30 / (B)(4), device available for evaluation?: yes, return date: 2017-11-13. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-06-30. Labeled for single use?: no. (B)(4). Heartware ventricular assist system - battery / (B)(4) / model #: 1650de / expiration date: 2018-06-30 / (B)(4), device available for evaluation?: yes, return date: 2017-11-13. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-06-30. Labeled for single use?: no. (B)(4). Heartware ventricular assist system - battery / (B)(4) / model #: 1650de / expiration date: 2018-06-30 / (B)(4), device available for evaluation?: yes, return date: 2017-11-13. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-06-30. Labeled for single use?: no. (B)(4). Heartware ventricular assist system - battery / (B)(4) / model #: 1650de / expiration date: 2018-06-30 / (B)(4), device available for evaluation?: yes, return date: 2017-11-13. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-06-30. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited power switching, "red alarms", a controller power-up, and a blank display screen. The controller and associated batteries were exchanged. No patient complications have been reported as a result of this event.